Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted and discarded.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported radial folds and a double contour/capsular line signal on the silicone. Device has been explanted and discarded.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported radial folds and a double contour/capsular line signal on the silicone. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information noted the affected side to be the right. Radial folds and a double contour/capsular line signal on the silicone were noted on the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side rupture. The device remains implanted.